Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-19202. It was reported that, during a lead revision (related manufacturer reference number: 3006705815-2021-06387), one of the patient's drg leads broke during removal. All 4 contacts now remain in the epidural space at l3 level and there is no further plan to remove them. It is unknown which l3 lead was broken, so both are being reported on.